Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst noted that no stylet was returned, used a fresh mdt stylet for test. Found blood obstruction at 26.3 cm.

Event description:
It was reported that, during the implant attempt, the stylet could not be advanced through the lead. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.